Event description:
Customer reportedly received results of 621 mg/dl on aviva system 1 and 214 mg/dl on aviva system 2 within 10 minutes. The result of 621 mg/dl is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).